Manufacturer narrative:
Additional information: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the front panel to be broken, the chassis to be dented, and the device had fallen. It was reported that the device caught fire. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected unreported conditions: the front panel was damaged and the chassis was dented due to a device fall. The product analysis noted evidence that the device was not used as intended. Another unreported condition was identified: the memory battery measured below 3.0v. The most likely cause for the additional condition is traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, a flame appeared on unit while using coagulation function. There was no patient injury.